Event description:
It was reported the digitizer would not calibrate, the stylus pen is off by two inches. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; the programmer passed functional testing. It is noted the stylus was off about half inch but the stylus was able to be calibrated. (B)(4).